Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial# unknown, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the catheter was replaced.

Event description:
2024-apr-16 rtg0573472 (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the patient has an indura catheter that has a leak on the pump segment, and he would like to change it. The healthcare provider (hcp) asked if ascenda catheter repair kit is compatible with an indura catheter; an agent reviewed that it is not and reviewed product compatibility information. She did not have any other details on the alleged issue. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.